Manufacturer narrative:
Evaluation summary: as returned, one of the tabs on the proximal side has fractured off and it is reported that an excessive force was used while inserting this instrument into the canal. Overload condition possibly caused the fracture of the instrument. The fractured section was not returned with the complaint for review. The device was manufactured in august 2004, and exhibits signs of heavy usage. The device history records were reviewed and found to be intact and conforming, indicating the device was manufactured to specification.

Event description:
It is reported that as the instrument was inserted into the femoral canal, excessive force caused the instrument to fracture. The fractured piece was removed from the wound.